Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 15-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on 2018-oct-23 regarding a patient receiving compounded hydromorphone and bupivacaine (doses and concentrations unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that on (B)(6) 2018 the patient reported suboptimal pain relief despite intrathecal (it) rate increase. The it rate was decreased as the patient also reported side effects, and medication changes and catheter revision were discussed. On (B)(6) 2018 the catheter was spliced and the tip was repositioned from c2 to t7. On (B)(6) 2018 the it continuous rate was increased and on (B)(6) 2018 the pump was refilled, rotating the opioid from hydromorphone to morphine and decreasing the concentration of bupivacaine. The event was ongoing and resulted in an unscheduled clinic or office visit. The etiology indicated the event was related to the device or therapy and was not related to the implant procedure. The event was possibly related to the drug. No further complications were reported or anticipated. Additional information received from a healthcare provider via a clinical study reported the patient had worsening fatigue without pain relief on (B)(6) 2018. On (B)(6) 2018, the it rate was increased for better pain control despite fatigue and bolus was decreased. The patient reported, on (B)(6) 2018, fatigue worsened following increase and pain control did not improve. The hcp decreased the it continuous rate and bolus dose. The patient noted urinary retention following the increase. They discussed changing concentration of medications at the next refill. On (B)(6) 2018, the patient reported upper extremity numbness following ptm activations so the bolus dose was decreased. The clinical diagnosis was it medication side effects with and without ptm activations. It was indicated the event was possibly related to the device or therapy and possibly related to the drugs hydromorphone and bupivacaine due to an in crease in bupivacaine. The issue was noted as ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event resolved without sequelae on (B)(6) 2018. On (B)(6) 2018 the patient reported good improvement to pain with current regimen. On (B)(6) 2018 the pump was reprogrammed and the pump was refilled without bupivacaine. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2019-jan-09. It was reported that the pump was infusing dilaudid (2mg at 0.50012mg/day) and bupivacaine (30mg at 7.50183mg/day).

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the issue resolved without sequelae on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was (B)(6). The catheter was revised in an attempt to get better pain relief for the patient. No further complications were reported.